Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. Blood/body fluid was found on all conductors (not obstructed). The lead appeared to have been stretched and damaged at implant. (B)(4) the full lead was returned and analyzed. The guidewire was found to be stuck in the lead. Blood/body fluid was found on all conductors (not obstructed). The lead appeared to have been stretched and damaged at implant.

Event description:
It was reported that during the implant attempt, when the guidewire was used with the left ventricular (lv) lead, the wire got stuck and broke off. The lead was not used, and another lead was attempted. The second lv lead was attempted, but it was not possible to get a stable position with the lead. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.